Event description:
The customer indicated that erroneous, elevated thyroid stimulating hormone (tsh) results were generated on an access 2 immunoassay system for multiple patients on a single day. Beckman coulter inc. Assessment of customer submitted archive data revealed four patients with elevated tsh results above the normal reference range which potentially were linked to this event. The customer did no identify the specific patient results associated with this event. Additionally, as repeat results for these patients were not provided it cannot be confirmed that these results were, in fact, erroneous. The suspect tsh results were reported outside of the laboratory and it is unknown as to whether there was an affect to patient health or treatment management associated with these results. The customer indicated that beckman coulter inc. Had been on-site on the day of the event for an unrelated issue. The customer ran quality control and a calibration curve following service which both generated results passing within assay/instrument specifications. After the generation of the suspect tsh results, the customer indicated that quality control was recovering outside of specifications. No sample information, instrument/assay performance data and patient specific information was supplied by the customer. The reagent and calibrator lots associated with this event were 270022 and 118080 respectively.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found kinked waste tubing which was not allowing proper aspiration of the wash buffer. The fse unkinked the waste tubing and performed a successful aspiration flow test. The analytical module was replaced and alignments were verified. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. In conclusion, a hardware malfunction is the likely cause of this event.